Event description:
It was reported that upon attaching to the universal battery for aseptic transfer kit in the sterile field prior to the start of the procedure, the battery failed to work. It was tested on another handpiece and still would not work. There was no report of pt injury or surgical delay and procedure was completed with the alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.